Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event has not been received; therefore, a return sample evaluation is unable to be performed. Bezoar and duodenal ulcers are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced abdominal pain in the stoma area. On (B)(6) 2023, during a gastroscopy for a tubing replacement, a 5x3 cm sized bezoar was found at the end of the pej in the area of the descending duodenal pars. The pull of the pej produced a 1x3 cm large pressure ulcer in the pylorus/angulus area. The j tube was not replaced so that the ulcer can heal. Duodopa pump therefore runs into the peg tube. The new pej deposit was scheduled for (B)(6) 2023 at 11:15 a.m. In the meantime, the patient received a high dose of ppi to heal the ulcer.